Event description:
The customer left a voice mail for the technical service representative informing her they had a discrepant calcium result for one pt after changing the probe. The initial calcium result was 10.36 mg per dl. The same sample was repeated twice on the same analyzer, and gave results of 9.77 and 9.59 mg per dl. According to verbal info provided by the customer to the technical service representative, the discrepant high calcium result was not reported and the pt was not treated. If add'l info is received, appropriate notification will be provided.